Manufacturer narrative:
Technician replaced the head and foot end brake/steer linkage to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technichian alleged that the brake/steer linkage at the head and foot sections do not function.